Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a defective power cord; this condition had the potential to interrupt delivery. This condition was found during rounds in the general patient ward. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the defective power cord was due to a cracked/broken ac power cord.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flogard infusion pump with defective power cord was confirmed and reproduced during evaluation. A definitive root cause has not yet been identified. The power cord was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.